Event description:
The pt reported experiencing elevated blood glucose of 580 mg/dl 3 weeks ago. She bolused through her infusion device and via insulin pen, and her blood glucose continued to be elevated. The pt consulted with her physician and received stationary treatment for one week. In 2009, her blood glucose measured 400 mg/dl in the morning. She switched to her backup infusion device and bolused and her blood glucose decreased. Her normal blood glucose level is 200 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.